Event description:
It was reported that the lead was unable to be implanted due to patient anatomy. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned for analysis. Primary analysis revealed no anomalies. Additionally, blood/body fluid were noted on distal conductor (not obstructed).